Event description:
At the beginning of the week of 01/11/1999, it was noted that the pt had clinical symptoms that the inflow valve had become partially regurgitant. A transthoracic echocardiography was performed and colour doppler revealed evidence of retrograde flow from the left ventricular assist device to the left ventricle. On 01/13/1999, a catheterization confirmed the diagnosis of inflow valve regurgitation. There was no evidence that the inflow valve regurgitation has compromised the clinical condition of the pt. On 01/19/199, a cardiopulmonary exercise test was performed and the pt was able to sustain a modified bruce protocol for 17 minutes with a peak volume of oxygen uptake of 21.6ml/kg/min. The pt has not complained of fatigue or breathlessness. The current conclusion is that the inflow valve regurgitation is adequately compensated for by an increase in the pt's left ventricular output suggesting that the left ventricle may have recovered, at least partially since the time of left ventricular assist device implantation.